Event description:
It was reported that a 64-year old caucasian female patient underwent primary breast augmentation with a (left) 325cc mentor memorygel breast implant and a (right) 350cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via MRI, with bilateral breast implant ruptures. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2022, mentor became aware that the patient's explantation surgery has been rescheduled on (B)(6) 2022.

Manufacturer narrative:
On august 22, 2022, mentor became aware that during the revision surgery on (B)(6) 2022, the left breast implant was identified to be intact upon removal. In addition, the patient's implants were replaced with the following: (left) 325cc mentor memorygel breast implant catalog: 3503251bc, lot: 9770630, sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc, lot: 9752077, sn: (B)(6). On august 25, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On september 3, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.